Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. The pump also had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black spot with lines radiating from it. Customer stated that the screen could not be read. Blood glucose level at the time of the incident was 143 mg/dl. Customer was unsure of how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.